Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, based on the available information, the assessment is that the use was not intended for wound healing as no wound is described in the peri-fistula area. This case represents use of the product different than what is described in the IFU, as the dressing has been used to seal a long-standing fistula and absorb output, the composition of which depends on the organ the fistula communicates with (no exact info on fistula origin provided). The complaint was forwarded on to the contract manufacturer - in the absence of batch information a full investigation could not be performed and occurrence data could not be calculated. In addition it was noted that the dressing had been used on a fistula, not a cavity wound, which is not included in the list of wound types indicated in the original text provided by the cm.

Event description:
The incident occurred (B)(6) 2017 at patient's home. The nurse applied the dressing biatain alginate on a cavity abdominal wound but it was impossible to remove it: dressing disintegrate itself and glued to the wound. The nurse called emergency, at hospital the surgeon cannot remove the dressing with hands so he realized a surgical operation. Patient was operated for an digestive occlusion following this surgery he had a fistula. It was a normal level of exudate for a fistula, so an exudative wound -the wound was clean with saline water. Patient remained at hospital less than 1 day. He arrived in the morning and was release at night. Patient doesn't use our dressing anymore.